Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm)was observed. Brown fm was observed which is consistent with dried additive possibly from broken tubes. Broken tubes were not observed and a photo of the case was not provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, fm. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® acd solution a blood collection tubes, foreign matter(fm) was observed in an unspecified number of tubes. There was no health impact or consequences reported.